Event description:
It was reported that during the first freeze cycle of a renal cryoablation procedure, an iceforce 2.1 cx cryoablation needle collected frost on the entire needle shaft. Sterile ultrasound gel was used to protect the patient's skin and the staff continued to monitor through-out the case. The case was completed with no adverse impact to the patient.

Manufacturer narrative:
Correction to lot number. Correction to address and phone number. The device, lot # u0272 was returned for analysis rather than u0273 as originally reported. Engineering testing showed insufficient thermal insulation of the internal vacuum sleeve, resulting in frost on the shaft. Disassembly of the device found no leaks, soldering flux residuals or corrosive signs on the external surface of the vacuum sleeve. An electrical component failure was detected, and damage to the laser markings on the needle shaft were observed; however both defects unrelated to this MDR. The ice ball size was within specification and was not compromised due to insulation loss. No evidence between the needle's assembly processes and the vacuum loss phenomena was identified.

Event description:
It was reported that during the first freeze cycle of a renal cryoablation procedure, an iceforce 2.1 cx cryoablation needle collected frost on the entire needle shaft. Sterile ultrasound gel was used to protect the patient's skin and the staff continued to monitor through-out the case. It was further reported that the case was completed with no adverse impact to the patient. It was further reported that when the first thaw cycle was initiated, an error message was displayed indicating that the same needle was defective for electrical thawing. The needle was moved to another channel with the same result, therefore a passive thaw was used.